Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty main voltage circuit card. The device was evaluated and the reported issue was confirmed due to a main voltage circuit card fault. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: h UDI related data quality updates only the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed in water heating. Per additional information via email from ibc on (B)(6) 2023, it was stated that the device be not sent in for a bd-approved facility for evaluation. They repaired the device on the customer site and replaced a voltage circuit card. The issue was resolved and they replaced a voltage circuit card to repair the device. It was stated that there was no other malfunction found in the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty main voltage circuit card. The device was evaluated and the reported issue was confirmed due to a main voltage circuit card fault. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device failed in water heating. Per additional information via email from ibc on (B)(6) 2023, it was stated that the device be not sent in for a bd-approved facility for evaluation. They repaired the device on the customer site and replaced a voltage circuit card. The issue was resolved and they replaced a voltage circuit card to repair the device. It was stated that there was no other malfunction found in the device.

Event description:
It was reported that the arctic sun device failed in water heating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.